Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained v oversensing was observed. Upon review, atrial undersensing was observed, resulting in ventricular undersensing due to competitive atrial pacing. Programming changes were made and no more episodes have been received. No symptoms were reported. Patient will continue to be monitored.